Event description:
A review of service data detected a reportable event. During servicing of monitor (B)(4), which was returned for routine maintenance, it was discovered that monitor had a front response button that would not work. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The monitor was found to have a front response button switch that was defective. The root cause is unk, but is likely random component failure. The response button was repaired and the monitor was retested and restocked. No adverse event resulted from the faulty response button.